Manufacturer narrative:
Returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was damaged at 21cm distal of the burr housing strain relief. The damage was inspected and found to be most evident of pinching. Product analysis confirmed the reported event, as the sheath was torn.

Event description:
It was reported that a device fracture occurred. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the plastic cover of the rotapro shaft was broken. The rotapro was successfully removed from the patient together with the guidewire. The procedure was completed with another rotapro. There were no patient complications reported post procedure.

Event description:
It was reported that a device fracture occurred. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the plastic cover of the rotapro shaft was broken. The rotapro was successfully removed from the patient together with the guidewire. The procedure was completed with another rotapro. There were no patient complications reported post procedure.